Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that on december 25, 2023, after a right achilles tendon repair surgery on (B)(6) 2023, where a twinfix ultra was used to strengthen the suture of the achilles tendon, the patient's wound showed poor healing. During the second surgery, bacterial culture was taken to show escherichia coli, antibiotics were given to resist infection, and the wound was debridement. After no bacteria were found in the bacterial culture, the patient was discharged. The status of the patient is fine.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided the poor wound healing was due to a bacterial (e. Coli) infection. Post-operative wound infections are a known occurrence after surgery and likely related to the procedure and not a malperformance of the smith and nephew device. Bacterial contamination of the wound can occur during surgery or later due to the deterioration of skin barriers during wound care. The patient impact is determined to be the poor wound healing and subsequent second surgery. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time. H11: h2: corrected information h6: health effect - clinical code.